Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. A follow-up report will be filed as appropriate.

Event description:
It was reported by attorney that the patient underwent an unknown surgery on unknown date and the suture was used. It was reported that the needle inadvertently left in patient¿s brain following the unknown surgery. No further information provided.